Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the centrifugal battery indicator did not indicate any charge. The device was not changed out as they used the unit running on alternating current (a/c). The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.